Event description:
Replaced valve

Event description:
Add'l info received from MFR 2/28/03: multiple attempts to obtain add'l info from the reporting person at the hospital were made and st jude medical has not received any info nor has been able to confirm the device model number indicating it was the co's product. The reason the annuloplasty ring needed replacement also remains unknown. St jude medical manufactures two types of annuloplasty rings (sjm seguin annuloplasty ring and sjm tailor annuloplasty ring) as well as the sjm tailor annuloplasty band. It remains unknown which type of device was involved. The only info on the medwatch form provided was the size (25).